Event description:
The doctor opened a new thd operation box, took out a new thd doppler probe and connected it to the thd evolution device. The probe did not give any signal during operation, it only hissed. The doctor restarted thd evolution, but the problem (hiss) remained. The doctor took another thd doppler probe (from another box) and completed operation successfully.

Manufacturer narrative:
We are waiting to receive the device at the headquarters of (B)(6), in order to complete the investigation.